Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date 15-may-2015 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: h6: health effects codes corrected.

Event description:
It was reported that the device alarmed with an error code. Batteries were replaced and the device flashed power lost and shut off. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.